Event description:
It was reported that the customer received a compromised force sensor alarm. No additional information was provided.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).